Manufacturer narrative:
Insulin pump received with cracked case at display window corner, reservoir tube next to reservoir tube window, reservoir tube lip completely broken off and reservoir won't stay/screw in properly, minor scratched display window, missing reservoir tube o-ring.

Event description:
Customer reported via phone call that poped out and was not able to stay in place. Customer reported that the o-ring was also missing. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.